Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On april 4th 2024 fujifilm healthcare americas corporation was informed of an event involving bl-7000. It was reported that colored line was seen on the screen, shuts off and on and says wait a while. The processor had to be constantly restarted during the procedure, delaying the procedure. There were no reports of patient impact. As such, this report is being submitted in an abundance of caution due to unknown status of delay. No additional information provided.